Event description:
It was reported that bd texium needle free syringe was leaking. The following information was received by the initial reporter with the following verbatim. It was reported by customer that during compounding of chemotherapy medication with a 50 ml texium bonded syringe, the liquid leaked out of the tip where it connected to the syringe.

Manufacturer narrative:
No product or photo was returned by the customer. The customer complaint of leakage could not be verified due to the product not being returned for failure investigation. Although we could not confirm the reported failure, a trend has been identified, and actions have been initiated to investigate the issue. Corrective actions taken during this investigation will be implemented in our production process to further increase the robustness and reliability of the device and prevent future occurrences of this type. A device history record review for material# my8060 and lot# 25045086 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 03apr2025 .there were no quality notifications issued for the failure mode reported by the customer during the production build of this set.